Manufacturer narrative:
Additional information, including the status of the device for return and analysis, has been requested. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was an unspecified issue with this delivery catheter system (dcs) during the initial implant attempt of a transcatheter bioprosthetic valve. The dcs and valve were withdrawn, and the valve was loaded onto another dcs and successfully implanted. No adverse patient effects were reported.